Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. To address the failure, the se replaced the touch frame printed circuit board (pcb). The ventilator passed self tests.

Event description:
It was reported that the 840 ventilator's touchscreen was unresponsive. The ventilator was not on a patient at the time of the event.